Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging "his kit included a blue squeezable device with no writing or words". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.